Event description:
The lay user/patient called lifescan (lfs) in 2008 alleging the one touch ultramini meter was missing meter results. The medical affairs specialist spoke to the patient on january 15, 2008. The patient reported testing her blood glucose on three days prior to original date, at 11:00 p.m. And obtained a result of 411 mg/dl. She took an additional bolus of 13.6 units of regular insulin. Thirty to forty-five minutes later, the patient began to feel lightheaded and disoriented, which she typically associates with low blood glucose. She drank 3 cans of soda and went to sleep. The following morning her blood glucose was 22 mg/dl. She ate breakfast and felt better. Her following test was around 100 mg/dl, at noon. The patient stated that she went into the memory of her meter and did not see the result of 411 mg/dl. The patient reported that another time, she tested and obtained a result of 252 mg/dl, but later when looking back at her memory, the result for that date and time was 152 mg/dl. She reported no injury from that event. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient claimed that she took insulin based on a high meter result and subsequently became hypoglycemic, later alleging the high result was not displayed in the meter's memory.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.